Manufacturer narrative:
(B)(4). The manufacturer received the proximal segment of the catheter. Analysis of the catheter revealed a hole/tear, which was believed to be caused by the metal pin of the pump connector poking through.

Event description:
It was reported that the patient experienced withdrawal. The pump contained lioresal. During the revision/replacement procedure, the pump pocket was opened; dripping from the catheter was visualized. A catheter break/tear/hole or occlusion was suspected. A portion of the catheter was removed and replaced. There was no patient injury; the patient recovered without sequela from the procedure.

Event description:
Additional information: it was reported that the patient experienced hypertonicity and fever as his major symptoms of withdrawal.

Manufacturer narrative:
Catheter: model #: 8709, lot #: j1211r14, implanted: (B)(6) 2005, explanted: (B)(6) 2011. (Partial) the catheter segment was returned for analysis which was not complete as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.